Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, achieved common femoral arteriotomy closure after a diagnostic procedure. The device was difficult to remove; however, it was forcefully, manually removed. The safety release button was not activated. Hemostasis was achieved with the device. There was no adverse patient sequela. Though requested, no additional information was available.